Event description:
The physician performed a stone removal from the biliary duct with a hard wire basket. During the procedure, the basket portion of the device detached. The basket was immediately retrieved with a snare successfully. No further complications occurred and the pt is in satisfactory condition.